Manufacturer narrative:
Additional suspect medical device component involved in the event: model # sc-1110 serial # (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient experienced pocket discomfort and underwent a revision procedure to relocate their ipg. The patient was doing well post-operatively. The patient is implanted with two ipgs and it is unknown which ipg was revised.